Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged was hospitalized for low blood glucoses. Device passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. However, insulin pump received with a high sleep current measurement. Thus and carelink software was utilized and downloaded trace/history files properly. No unexpected insulin flow blocked alarm during testing or in the pump history noted. The insulin flow blocked alarm functioning properly. However, insulin pump trace download analysis confirmed the pump alarmed power error 25 on (B)(6) 2018 at 1:00:00 am and (B)(6) 2018 at 8:00:00 am. Also off no power alarm on (B)(6) 2018 at 1:31:00 am and 10:31:00 am. Device was cut open to perform visual inspection and found moisture damage on j7/pcba 1, battery tube connector and force sensor flex tail traces. No moisture damage on the pcab 2, motor, vibrator, internal battery, 40 pin flexible printed circuit/lcd and keypad assembly during the visual inspection. The force sensor offset measured within spec range during testing. The motor was tested outside of the device on the ngp stb3 and passed. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the sleep current measurement is within specs. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the sleep current measurement remains high. Perform brush cleaning with the isopropyl alcohol the moisture damage j7/pcba 1 and reinstalled in a test pcba 2, case, internal battery and motor and the sleep current measurement remains high. In conclusion, insulin pump received with a high sleep current measurement and the power management graph confirmed power error 25 and off no power alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to moisture damage j7/pcba 1. The test p-cap locks properly in place in the reservoir compartment noted. Device received with a cracked retainer, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. Unable to verify customer alleged for low blood glucoses. Unexpected battery power loss and pump error 25 alarm due to moisture damage on pcba 1.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, pump received with a high sleep current measurement. Thus and carelink software was utilized and downloaded trace/history files properly. No unexpected insulin flow blocked alarm during testing or in the pump history noted. The insulin flow blocked alarm functioning properly. However, pump trace download analysis confirmed the pump alarmed power error 25 on (B)(6) 2018 at 1:00:00 am and (B)(6) 2018 at 8:00:00 am. Also off no power alarm on (B)(6) 2018 at 1:31:00 am and 10:31:00 am. Pump was cut open to perform visual inspection and found moisture damage on j7/pcb 1, battery tube connector and force sensor flex tail traces. No moisture damage on the pcb 2, motor, vibrator, internal battery, 40 pin flexible printed circuit/lcd and keypad assembly during the visual inspection. The force sensor offset measured within spec range during testing (22.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement is within specs. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement remains high. Perform brush cleaning with the isopropyl alcohol the moisture damage j7/pcb 1 and reinstalled in a test pcb 2, case, internal battery and motor and the sleep current measurement remains high. In conclusion, pump received with a high sleep current measurement and the power management graph confirmed power error 25 and off no power alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage j7/pcb 1. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with a cracked retainer, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during the visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was hospitalized via ambulance due to hyperglycemia on (B)(6) 2021 and they were on the peruser. Customer had high blood glucose of 30 mmol/l. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was performed displacement test and it was passed. Customer did not allege insulin pump was under delivering. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.